Event description:
It was reported that during the implant attempt of the left ventricular (lv) pacing lead the physician experienced difficulty fixing the lead. "Twitching", high thresholds, and lead dislodgement were experienced during the implant attempt. The lead was removed and not used and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).